Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): concomitants: 4060079: 200-02-35 - three peg patella 35mm. 5037097: 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. 5099910: 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5. 5100605: 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm.

Event description:
As reported, approximately 5 years post op initial left tka, this 59 y/o male patient was revised due to instability. Femur, liner and patella were exchanged. Patient was last known to be in stable condition following the event. No x-rays provided, unable to obtain. No product return - with lawyer.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, osteolysis, and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and instability could not be determined as the devices were not returned for evaluation, and images of the patella and radiographs were not provided.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, osteolysis and instability. The reported wear could not be confirmed for the patella component, and the provided images of the tibial insert appear unremarkable with respect to wear. Possible causes for the instability might include malalignment between the implants, improper positioning of the implants, or inadequate soft tissue balancing. The extent and root cause of the prosthesis wear, osteolysis, and instability could not be determined as the devices were not returned for evaluation, and images of the patella and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.